Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 5.0 mmol/l and the sensor glucose was 2.0 mmol/l at the time of the incident. The customer¿s other blood glucose was 14.2 mmol/l. The insulin delivery was suspended due to the sensor values. The customer received a sensor updating or sensor glucose value not available status or alert. The insulin pump asked for another calibration and the calibration was not accepted. The customer reported that their blood glucose was going down at the time. The customer was experiencing the behavior for less than 3 hours. The customer was advised that they could replace the sensor if there is a recurrence or a change sensor alert. The sensor will not be returned for analysis.